Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 7427, serial# (B)(4), implanted: (B)(6) 2001, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and rsd/causa lgia-complex regional pain syn. It was reported that the peripheral stimulator ¿went out¿ over 1 year ago and since then the patient stated that their pain levels from head to toe are ¿so darn high they could barely describe it.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.